Event description:
Information was received from a pt, in 04/2004 who experienced left knee swelling and left knee effusion after receiving synvisc. The pt has a medical history of osteoarthritis, four previous knee operations, is a candidate for total knee replacement, and has no known allergies. The pt started a series of synvisc in the left knee sometime in 2001. The pt did not have fluid withdrawn before the injections. A day or two after the second synvisc injection and after biking a long distance, the pt developed swelling of the knee. 80-100 cc of fluid were drained from the left knee (with no evidence of infection), followed by a cortisone shot. The events completely resolved following fluid aspiration and cortisione shot. The pt did not receive the third injection. The pt received a second series of injections six to eight months later and also experienced left knee swelling and left knee effusion. The pt started a third series of synvsic injections in both knees in may 2004 and after the second injection, experienced both knees "quite puffy" and "slight bit of fluid" in knees. As indicated in the synvisc package insert, the safety and effectiveness of repeat treatment cycles of synvisc have not been established.